Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and a21 error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no display anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly and the screen was almost unable to be read. Blood glucose level at the time of the incident was 11 mmol/l. Customer stated that the battery had been replaced, but the anomaly persisted. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.